Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). Refractive surprise was observed. The lens was repositioned, but did not resolve the problem. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.mm, vtich13.2, -5.00/5.5/004 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. Lens remains implanted. H6 - work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (ohr) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).